Event description:
It was reported via FDA maude event report, volun 2009: from the time of the surgery today, the pain has not gone away. Slight swelling in the right leg and foot. Every time I went to the doctors, all he did was x-ray and told me everything is in its place and everything is fine. Also told me there would be some noise in the right hip. Which at times, there is a noise when I squat down. I cannot put pressure on my right leg, the pain intensifies. If I sit for a long period of time, it is difficult for me to stand up. The pain is in my right groin and radiates down my right leg. There is always a soreness on the back side or my right hip. Sometimes if I move a certain way in my sleep, it wakes me up. I feel the hip replacement twas a wrong move for me. I thought my way of life would change, but it hasn't after I was released from the hospital, I had weeks of therapy, don't remember the dates.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. No further information is available at this time, although it has been requested. If additional information becomes available, it will be submitted in a supplemental report.